Manufacturer narrative:
Concomitant products: model: 694765, lead; implanted: (B)(6) 2016.

Event description:
It was reported that approximately two weeks post a right ventricular (rv) lead revision the patient was seen for a "pocket evacuation" due to a hematoma. The patient's implantable cardioverter defibrillator (ICD) pocket was re-opened and the hematoma was cleared. The device and leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.